Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined, high impedance and high thresholds. The lead was suspected to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.